Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per complaint form: revision surgery, bilateral broken rods. Broken 7x50 (right) l4, bilateral broken 7x70 s1. Previous instrumentation t12-pelvis. No screws l5 bilaterally. All screws broken just below poly head. Left rod broke below l4 and r rod broke between s1/s3. The 7x50 at l3. Right was removed because saddle came out. Replaced l4 right with 7.5x50 and s1. Right with 7.5x70. Both screws saddle dislodged as new rod was being placed. No abnormal stress was apparent.

Manufacturer narrative:
Corrected data: (B)(4). Two segments of expedium 300mm ti rod (product code: 1797-62-300, lot number: bdf81sn (2)) were returned to the complaints handling unit (chu). In regards to the two sections of expedium 300mm rod, visual examination at the macroscopic level revealed a fracture on one end of each rod. The opposite ends appear consistent with having been cut by a rod cutter instrument. The fractured surfaces exhibit rough surface characteristics that extend across the entire surface suggesting the rod segments both underwent a static overload failure. The fractured surfaces also exhibit minor scratches and smooth shiny areas indicative of two surfaces rubbing against one another post-fracture. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the two rod segments breaking postoperatively cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a potential root cause may be a static overload failure. This may have come about after the failure of the polyaxial screws. The sudden breakage of the screws due to fatigue failure may have resulted in a sudden significant increase in the forces placed on these rod segments, resulting in the static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.